Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient experienced bleeding requiring blood transfusions. The estimated blood loss was unknown. Multiple blood transfusions were given, but the number of units provided was unknown. The ion portion of the procedure had to be converted to a regular bronchoscopy procedure. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Intuitive surgical inc. (Isi) has made multiple attempts to obtain additional information; however, as of the date of this report, no new information has been obtained.

Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A review of the system logs for the reported procedure date showed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported event.